Event description:
Analysis was completed on the returned products. Analysis revealed no anomalies with either the generator or the lead. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The exact cause of the high impedance is unknown.

Event description:
It was reported that the patient underwent full revision surgery due to high impedance, dc/dc code 6 and 7 (exact diagnostic tests/results not specified). In (B)(6) 2011 there had been some concern over the dc/dc code of 6 on normal mode diagnostics, but all other parameters were ok and system diagnostics were within normal limits. The patient's settings were 2.5/30/3/20/500. It was noted that the patient had begun to have an increase in seizures (not above pre-vns baseline levels) which was believed to be possibly due to inadequate therapy related to the dc/dc codes. A battery life calculation was performed which resulted in approximately 2.37 years until end of service. The explanted products have been returned to the manufacturer, but analysis is pending.